Manufacturer narrative:
The investigation of high purge pressure has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-14434:

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. There were high purge pressure reported. The purge cassette was replaced to address the issue. No patient harm was reported.

Manufacturer narrative:
Product & data were not returned for review. The root cause of high purge pressure was unable to be determined as limited clinical details were provided and no product was returned for review. As noted in the impella IFU: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ ¿